Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a flap was completed too anterior with no patient harm. Additional information received states that the flap presented a thickness problem. No other details available.

Manufacturer narrative:
A company representative went on site and evaluated the system. No system issue was found that could contribute to the reported event. The system was found to meet specifications. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).